Manufacturer narrative:
The patient was born on an unspecified date in 1940. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿poor water source¿ (no further detail was provided). On the same day as diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported). Twenty eight days after the date of diagnosis, the treatment with antibiotics was discontinued; the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.